Event description:
Same as MFR report #6000093-2007-01986 and #6000093-2007-01987. It was reported that following a coronary artery drug eluting stenting treatment procedure, an allergic reaction was noted. The patient had 3 unknown sized taxus express2 drug eluting stents implanted in unknown locations in a previous procedure. The patient reports that she "has metal allergies" with "rashes on her torso and back". She also experiences "fatigue" and "joint aches". It was reported that the physician's position is that no adverse allergies or reactions were suffered by the patient as a result of the placement of the taxus stents. Additional information has been requested but will not be provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.